Manufacturer narrative:
Medwatch field d. Device identification was updated. The investigation reviewed the customer's handling of patient samples. It was noted that the centrifugation time was only 5 minutes. The investigation determined that the the usual recommended centrifugation time is around 10-15 minutes depending on the tube manufacturer. The investigation ruled out a general reagent issue. The investigation determined the event was consistent with a maintenance-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus is (B)(6). The field service engineer inspected the analyzer. He replaced the lamp and cleaned the wash station. He performed calibrations and qc with successful results. The investigation reviewed the customer's calibrations. The calibration performed on 16-sep-2023 had a few alarms. The calibration performed on 19-sep-2023 was also reviewed. The investigation noted that the calibration frequency was almost every day. Overall, the calibration was within specifications. The investigation reviewed the qc trace. There were several "<low lim" alarms for both levels from 04-sep-2023 until 19-sep-2023. On the day of the event (B)(6) 2023, the qc results for both levels were outside of the +2 standard deviation (sd) range the calibration was then repeated and the qc results were again within the +/-2 sd range. Then the patient samples were run. The investigation is ongoing.

Event description:
The initial reporter received a questionable iron2 iron gen.2 result from one patient sample tested on the cobas integra 400 plus. The initial result was not reported outside of the laboratory. The initial result was 6 ug/dl. The repeat result was 43 ug/dl. The repeat result was deemed correct.